Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was worn and peeled. There were contact marks on the surface of the probe and the metal part of the jaw. When activation was continued while the grasping section was closed, seal short circuit error occurred. The manufacturing record was reviewed with no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was worn and peeled when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). After that there is a possibility that contact marks on the surface of the probe and the metal part of the jaw occurred. The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used during a laparoscopic low anterior resection. The user said that the device didn't work to cut, and the ptfe pad was damaged. The procedure was completed with another device, and there was no patient injury reported. The device was returned to olympus medical systems corp. (Omsc). Omsc investigated the device and it was found that the ptfe pad of the device was worn and peeled on (B)(6) 2016.